Event description:
It was reported the customer received a compromised force sensor system alarm while changing their infusion set. Customer's blood glucose was 97 mg/dl. Troubleshooting found the customer's drive support cap was protruded. Customer stated they did not press on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. No compromised force sensor system alarm noted during testing. The insulin pump was received with protruded/loose drive support disk, minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.